Event description:
The customer reports key is broken cannot turn on machine.

Manufacturer narrative:
The service rep replaced key and performed system function checks. Tested system, system operates as intended.